Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the c-arm moved towards wrong direction. The rse found that the selection switch on the rear of the geo module was in wrong orientation. The rse instructed the customer to set the orientation of the knob correctly. The customer was able to resolve the issue after following rse's instruction. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was related to the orientation of the knob (switch) on the rear of the geo module which occurred due to the user error. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the c-arm was moving in wrong direction and it was found that the selection switch on the rear of the geometry module was in wrong orientation. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.